Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a universal serial bus (usb) diagnostic message. The patient was removed from the ventilator and manually ventilated via an ambu bag. A service technician replaced the usb and then the patient was reconnected to the ventilator. The patient was not harmed or injured as a result of the event.